Event description:
It was reported bd phaseal¿ protector 50 had a leakage issue. The following information was provided by the initial reporter, translated from french: "upon striking a vial of cyclophosphamide with a protector, the operator notices fluid on the vial which appears to be from leakage related to the insertion of the device."

Manufacturer narrative:
H6: investigation summary : no photos or physical samples showing the reported problem were provided for investigation. A device history was performed, and no compliance related to the reported problem was found during the production of lot 2107118. Five retained samples from the same lot were used for further evaluation. The protectors were successfully connected to the vials, ensuring that they fitted correctly. The product was evaluated, and no damage or defects were observed. Functional tests were performed on the samples and no leakage was identified between the protector and the vial. The product undergoes visual and functional testing throughout manufacturing, including leak testing. Results were reviewed for lot 2107118 and found no problems related to the reported event. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd phaseal¿ protector 50 had a leakage issue. The following information was provided by the initial reporter, translated from (B)(6): "upon striking a vial of cyclophosphamide with a protector, the operator notices fluid on the vial which appears to be from leakage related to the insertion of the device."